Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse reported errors 14 and 51 in an arctic sun device. Per additional information updated from ttm, nurses sent device to biomed with message about inconsistent temperatures. Per event log they were receiving alarm 14 pt 1 probe out of range, alert 51 pt 1 below control range, alarm 14, and alarm 14. Had biomed power on device and access event log.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The device ran without issue. Per additional information updated from ttm, nurses sent device to biomed with message about inconsistent temperatures. Per event log they were receiving alarm 14 pt 1 probe out of range, alert 51 pt 1 below control range, alarm 14, and alarm 14. Had biomed power on device and access event log. Per additional information received, spoke with biomed who confirmed the device ran without issue. They did not see any notable damage to the cable, but they exchanged it preemptively before sending the device back to use. No probes were sent down with the device so they could not test them. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse reported errors 14 and 51 in an arctic sun device. Per additional information updated from ttm, nurses sent device to biomed with message about inconsistent temperatures. Per event log they were receiving alarm 14 pt 1 probe out of range, alert 51 pt 1 below control range, alarm 14, and alarm 14. Had biomed power on device and access event log. Per follow up information received via phone on 30may2025, spoke with biomed who confirmed the device ran without issue. They did not see any notable damage to the cable, but they exchanged it preemptively before sending the device back to use. No probes were sent down with the device so they could not test them.